Event description:
It was reported that there was far-field r-wave oversensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the patient presented to the emergency department with chest pain and dizziness. The ra lead had far field r-wave (ffrw) oversensing. A magnet was applied over the device until reprogramming could occur.